Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis with the device. The stent protector was not returned for analysis. The majority of the stent was damaged with the stent struts stretched deformed and distorted. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent moved on the balloon and stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 20 x 2.50mm promus premier stent was selected and advanced to treat the target lesion. The device came into contact with severe calcification. The physician pushed and pulled the device despite resistance. When the device was removed from the patient's body, it was noted that the stent was stretched and had moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent moved on the balloon and stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 20 x 2.50mm promus premier¿ stent was selected and advanced to treat the target lesion. The device came into contact with severe calcification. The physician pushed and pulled the device despite resistance. When the device was removed from the patient's body, it was noted that the stent was stretched and had moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4).